Event description:
I had a depuy pinnacle hip implant on the above date. Due to the constant pain, x-rays showed a bone crack in the area where the pinnacle enters the bone. A second surgery was performed approx 5 weeks ago the area around the cracked bone was cleaned up, and a plate was attached. I'm still on pain medication, still need help to walk. Something's not right, and I'm trying to find relief.